Manufacturer narrative:
(B)(4).

Event description:
It was report that upon interrogation, the pulse generator exhibited loss of output. The patient experienced a syncope episode. The device was reprogrammed. The patient was in stable condition.